Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge change error occurred during the load process. There was no impact to the customer's blood glucose level. It was indicated that the current pump would continue to be used for diabetes management.